Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had lead damage. The physician noted an insulation breach upon inspection and verified that it could have damaged by cautery use. This ra lead was surgically abandoned. No additional adverse patient effects were reported.